Event description:
It was reported that a 6f angio-seal vip vascular closure device was deployed and hemostasis was achieved. Twenty hours later, the patient developed a hematoma. An attempt to compress the hematoma using ultrasound was unsuccessful. The radiologist stated the anchor may have come through the artery. The patient's hematoma resolved. The patient was taken off aspirin and told to rest for severay days at home.

Manufacturer narrative:
No product was returned. Review of the device history was not possible since the lot number was unavailable. Based on the information received, the cause of the hematoma could not be conclusively determined. Attempts to gain additional information and clarification regarding the event have been unsuccessful. The angio-seal device instruction for use (IFU) state that bleeding or hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instruct the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses.